Event description:
Event description cpi received information that insulation damage was found on this transvenous defibrillation lead. Further inspection revealed a fracture of the rate sense segment. This portion was capped and a new rate sense lead was implanted. The shocking portion of the original lead remains active.